Manufacturer narrative:
(B)(4). Information was received from a distributor who is not required to complete form 3500a. The component was not returned nor was a photo sent in for review; therefore, the condition of the device is unknown and this complaint cannot be confirmed. Manufacturing records and documentation were reviewed for completeness and accuracy, device lot was verified manufactured, inspected, and packaged to specification. The device is used for treatment. This is report is the only complaint against this part and lot number combination. With the information provided and not having the actual device to examine, a definitive root cause cannot be determined. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported during a procedure, the surgeon requested a 51 patella reaming blade. The blade was opened but discovered it would not fit in the 51mm reaming shell. A new blade was immediately opened without issue.